Manufacturer narrative:
(B)(4). Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A site clinical application specialist reported a ten degree tag in the capsule following the laser portion of laser assisted cataract surgery which was otherwise completed without issue. During the phaco portion a posterior capsule tear occurred and a vitrectomy was required. The lens was successfully removed and a sulcus fixated intraocular lens was implanted. The surgeon indicates the tag that occurred on the capsule is what caused the capsule tear. The event is reported as resolved.

Manufacturer narrative:
Additional information provided in h.3, h.6, and h.10. After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).